Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a clear renal sheath was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon taking out a hard stone, it created a circular hole in the sheath and a portion of the sheath broke. There was no piece of the device fell inside the patient. The procedure was completed with another clear renal sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.